Event description:
It was reported that after aortic valvuloplasty, the balloon could not be retracted through the introducer sheath. The balloon and sheath were removed together as a single unit without incident. There was no reported pt injury.

Manufacturer narrative:
The device history records were reviewed and there was nothing found to indicate there was a mfg related cause for this event. The lot met all release criteria. This is the only complaint reported to date for this failure mode for this lot number. The device was returned and images were provided for review. Based on the sample eval, the investigation is confirmed for retraction issues based on the condition in which the sample was received (i.e. Bunched sheath and wrinkled balloon material). It is unk how and/or why the bunching/wrinkling occurred. It is possible that the balloon was not fully deflated prior to retraction attempts; however, the definitive root cause could not be determined based upon the available info. It is unk if pt and/or procedural issues contributed to the reported event.